Event description:
It was reported that the patient was admitted with pump stops. The log files were reviewed and captured 29 pump stops and 21 low speed advisories between (B)(6)2024 and (B)(6)2024. These appeared to only occur when the ventricular assist device (vad) was on mobile power unit (mpu) power. To prevent further interruption in support it was recommended that the vad be only connected to battery power or an ungrounded cable until further investigation was done. The log file also captured a no external power alarm on (B)(6)2024 due to the patient disconnecting both power leads. X-rays were submitted for review and showed a slight indentation on the driveline near the pump end. The images were otherwise unremarkable. The patient was noted to not be a candidate for a vad exchange due to age and comorbidities. The plan was to maintain the patient on an ungrounded power source at all times. The patient was not symptomatic during the pump stops. The driveline has only been exposed to normal wear and tear. The patient hasn't gained or lost a significant amount of weight.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported event of pump stops. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained events from12oct2024 through 14oct2024, per the timestamps. Multiple pump stops were observed on 12oct2024 and 14oct2024. These events were associated with low speed hazard, low speed advisory, and low flow hazard alarms and occurred while the patient was operating on the mobile power unit. Additionally, a low speed operation event was captured on 13oct2024 and was associated with a low speed advisory alarm. This event also occurred while the patient was operating on the mobile power unit. Based on previous complaint experience, the observed behavior could be indicative of a potential driveline issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.